Manufacturer narrative:
The insulin pump was received with corroded keypad traces. No traces of moisture were noted at the electronic or motor assemblies. The insulin pump was received with a missing end cap sticker, cracked case at the display window corner, cracked battery tube threads, minor scratches on the display window and corroded battery tube.

Event description:
Customer reported via phone, the insulin pump had water damage on it. Customer's blood glucose was unknown. Customer was advised the insulin pump need to be replaced and customer agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.